Event description:
Ous MDR. After an implantation time of one month, sensing loss and exit block were detected. However, a pulse could be seen in the surface ECG. During the revision, it was noted that the pacemaker was connected correctly. Correct lead values were found after disconnecting. When the pacemaker was connected again, it functioned correctly. Nevertheless, the pacemaker was explanted due to a suspected intermittent contact problem.

Manufacturer narrative:
Ous MDR. The analysis results do not indicate any material or manufacturing defect. The pacemaker is within all specifications. The investigation of the contacting mechanics at the pacemaker was unable to detect any indication why no sufficient contacting was possible. The mechanical prerequisites for reliable contacting existed. Apparently, a pacing signal of the pacemaker could be observed in the surface ECG. The analysis was unable to determine why this signal was not effective.